Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by the (B)(6) that during service and evaluation, it was observed that the electric pen drive device was generally worn out. It was further noted that the e-pen rotates alone. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date returned to manufacturer was documented as jan 6, 2016 on the initial report. It has been updated as jan 7, 2016.device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device was worn out not allowing sufficient tightness and rotated all alone. The assignable root cause was due to improper cleaning and maintenance, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.